Event description:
Glucose was 427 mg/dl, which was treated with 8.6 units of bolus delivery. The caller stated that the elevated blood glucose was not due to the insulin pump. The insulin pump had alarmed low battery, and the customer had changed the battery, two days prior to the phone call. Then, the device had alerted low reservoir. The alarm history was checked, and there were two battery out limit alerts. Assistance was provided to perform the rewind process and to reprogram the time and the date. The caller was advised that a replacement battery cap would be sent to them, since the battery out limit alert during normal use could be caused by a loose battery cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.